Event description:
It was reported that "during a routine total hip replacement surgery, the surgeon reamed to and inserted a 52mm psl solid back trident shell. He requested and tried to insert the appropriate 'e' x3 liner which did not capture as it should have and consequently fell out. He tried a second liner and had the same result. He then removed the shell and replaced it with a 52mm solid back hemispherical shell and tried to insert a new 'e' liner with the same result as the previous two. At this point he decided to go with a ceramic insert which he successfully seated. As a result of this, he estimates an extension of the surgery time of around 30 minutes.

Manufacturer narrative:
Add'l lot numbers involved: 38253701 - device manufacture date: 10/31/2011; exp date: 10/31/2016; ster lot # 1110f282 and 28577001 - device manufacture date: 11/18/2011; exp date: 11/30/2016; ster lot # 1111k271. The devices are not available for eval as they were discarded. If add'l info is provided, the eval results will be submitted in a supplemental report.